Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity, mild calcification, and aortic neck angulation was 10-15 degrees. The aortic neck was 15mm in length, the diameter at the renal arteries was 20mm and 15mm lower, it was 21mm. The distal aorta is narrow. It was reported that 2 weeks post implant the pt presented with abdominal pain and the CT demonstrated that there was an unspecified endoleak. An angiogram demonstrated a type 1 endoleak. The next day a 24mm diameter aneurx cuff was placed proximal and resolved the endoleak. The unsupported segment of the talent bifurcated stent graft was found compressed. Although the pt's pulses were fine the decision was made to place a 14mm diameter aneurx iliac extension inside the bifurcated stent graft for reinforcement and prevent future complications. No additional clinical sequelae were reported, and the pt is fine.

Event description:
It was reported that an open repair was done as the intervention (stent graft was not explanted), they found there was a hole in the bifurcated stent graft below where the cuff was and patched it with a stent graft and this successfully resolved the type 3 endoleak. The patient is fine.

Manufacturer narrative:
(B) (4) - (intervention required). Results - narrow distal aorta, endoleak, occlusion. Conclusions: narrow distal aorta.